Event description:
Pt underwent spinal fusion procedure l5-s1 on 9/9/92. On 10/17/92 due to loosened screws a revision procedure was performed. There was a broken cortex of pedicle of s1 on right, sacral screws were loose on the right and left sides, and l5 right screw was loose. The construct was solid on the left side. The entire construct was removed and larger screws were inserted. On 12/10/92 instrumentation was removed again. The pedicle screws in the sacrum were loose. The screws in l4 and l5 appeared solid. The hardware was removed and bone was obtained from the bone bank for grafting.